Event description:
It was reported that the vns patient has been experiencing an increase in seizure activity. It was indicated that the increase was above pre-vns baseline. The treating physician indicated that the increase is believed to be related to vns therapy as it began once the device output current setting reached 0.75 ma. Device diagnostics revealed proper device function. Good faith attempts to obtain additional information regarding the reported event have been unsuccessful to date.